Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2016 with the following findings: a battery compartment crack was found at the threads to the left of the bumper traveling down to the case seal and below the bumper traveling toward the case seal. The battery cap was returned with pump; cap is able to tighten/thread on test pump. Battery cap is unable to thread/tighten properly to the pump. The pump was run on a 24-hr basal program with no intermittent power/reboot occurrences. Unable to duplicate complaint of intermittent power during the investigation. Multiple por¿s observed in the bb. Opened pump; no damage observed to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.